Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: generalized illness symptoms including feeling sick, fatigue, and developed a huge rash. (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old black or african american; white female patient underwent primary breast augmentation with a 500cc mentor memorygel breast implant on both sides and experienced generalized illness symptoms including feeling sick, fatigue, and developed a huge rash postoperatively. As a result, the patient underwent removal only surgery on (B)(6) 2020. This report is for the patient¿s left-sided device.